Manufacturer narrative:
The manufacturing record review for serial number (B)(4) of the intraocular lens model z9002, diopter 18.0 was performed. This production order started manufacturing in september 2013. The complaint type is ¿unexpected postop refraction¿ for this manufacturing record review request. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No quantity discrepancy was found. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. The manufacturing record was reviewed and the documentation showed that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient underwent implant of an intraocular lens (iol) in her left eye that has been identified as part of the recall for lens model z9002. The target implant was an iol 18.0 (diopter), with a target refraction of -0.23. Post operative refraction was +0.75 sphere. Spherical equivalent 0.75. Date of refraction was (B)(6) 2014. Best corrected post operative visual acuity (bcpo va) is 20/20. Difference 0.98. To date the lens remains implanted. No further information has been provided.

Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) at this time, the intraocular lens remains implanted. Reason for non evaluation: to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.